Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, the device could not be turned on. The circuit board was tested for damage and contamination. The battery contacts and the circuit board were contaminated with leaked battery liquid which has penetrated and corroded the soldering contacts.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested to be returned for investigation. The product has been received and the investigation is ongoing. After the conclusion of the investigation, a follow up report will be submitted.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter (B)(4) that could impact the interpretation of results. The customer performed a display check and the bottom of the three 8's in the results field were darker than the tops. The customer stated they could barely make out the top of the 8's on the display and would not have known it was three 8's on the display if the agent hadn't told them what they were looking at. The customer had two rechargeable batteries in the meter. The customer switched to using 4 alkaline batteries and the issue persisted.